Manufacturer narrative:
(B)(4). The reported complaint for iab "balloon fails to fill" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "after balloon inserted, the balloon fails to fill, so the balloon is unusable". Additional informations states that the catheter was replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "after balloon inserted, the balloon fails to fill, so the balloon is unusable". Additional informations states that the catheter was replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging tray/carton. Returned with the sample were supplied semi-finished kit components including teflon sheath w/sidearm, teflon sheath, dilator and pre-dilator. The teflon sheath w/dilator noted damaged; bucking was noted on the entire sheath extrusion and two holes were noted on the sheath extrusion. Dried blood was noted within the interior surfaces of the teflon sheath and sheath sidearm. The condition of the returned teflon sheath indicates that the user withdrew the iabc through the teflon sheath. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire-round was noted unraveled and the iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.5cm from the iabc distal tip. The broken end of the iabc central lumen was noted pierced the bladder at approximately 14.5cm from the iabc distal tip. The outer lumen was noted damaged at approximately 41cm to 51cm from the iabc luer end. The damage noted to the iabc outer lumen is consistent with being crushed and most likely occurred due to the iabc being withdrawn through the teflon sheath. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was also noted within the helium pathway. Since the teflon sheath was noted damaged and buckling was noted to the sheath extrusion, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0053in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The aspiration/flush test could not be performed due to the returned state of the device. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Multiple leaks were noted from the iabc bladder. The leak site noted at the location of the previously noted damaged bladder at approximately 14.5cm from the iabc distal tip and is consistent with contact from the damaged central lumen. Under microscopic inspection, multiple leak sites were noted on the iabc bladder from approximately 11.8cm to 14.5cm from the iabc distal tip; the leak sites are consistent with contact from sharp object. Furthermore, multiple leak sites also noted from the iabc outer lumen within the area of the previously confirmed damaged outer lumen. No other leaks were noted. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance, and the guidewire could not advance at approximately 4.3cm from the iabc distal tip. Some blood was noted on the guidewire upon removal. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen at the location of the previously noted central lumen break. Some blood noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon fails to fill" is confirmed. During the investigation, there were various damages noted to the intra-aortic balloon catheter (iabc). The central lumen was noted damaged/broken within the iabc flex-tip assembly area and multiple leaks consistent with contact from sharp object were noted from the iabc bladder. Furthermore, the iabc outer lumen was noted damaged and multiple leak sites were noted from the damaged outer lumen. These damages could cause the incomplete inflation and allow blood to enter the helium pathway; however, it could not be confidently determined which damage occurred first. Unrelated to the reported complaint, the returned teflon sheath was noted damaged, and the condition of the returned teflon sheath indicates that the user did not follow the instructions of use (IFU) and withdrawn the iabc through the teflon sheath. As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged catheter. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after balloon inserted, the balloon fails to fill, so the balloon is unusable". Additional informations states that the catheter was replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".